Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 smartphone operating system: 18.1 smartphone hardware: iphone12.8 cgm sensor type: g7.

Event description:
It was reported the patient's blood glucose level (bg) rose to over 500 mg/dl while wearing the pod longer than 48 hours. The pod's cannula reportedly came out the infusion site, causing the cannula to dislodge. It was also reported that the cannula was bent. Treatment information was not provided.